Manufacturer narrative:
H3: device evaluated by a third party service center.

Event description:
A ventilator was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, visualization of particles was observed in the air path. The device was inspected and scrapped.